Manufacturer narrative:
No prod will be returned for eval.

Event description:
The pt stated that approx 2 months ago, she experienced elevated blood glucose of 420mg/dl and she was able to bolus to lower her readings. Her normal blood glucose is around 160mg/dl. Further attempts to reach the pt for follow up were unsuccessful. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No prod will be returned for eval.